Event description:
It was reported via medwatch mw5146202: that during surgery, the drill was not working as expected and the tip of the pin broke off inside the patient. The surgeon attempted to remove the fragment and the surgeon chose to leave the fragment in the patient. It was also reported there were no adverse consequences as a result of this event, there was no delay and the procedure was completed successfully with an alternative device.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text: device not returned.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported via medwatch mw5146202: that during surgery, the drill was not working as expected and the tip of the pin broke off inside the patient. The surgeon attempted to remove the fragment and the surgeon chose to leave the fragment in the patient. It was also reported there were no adverse consequences as a result of this event, there was no delay and the procedure was completed successfully with an alternative device.